Event description:
Customer reported that her insulin pump had a broken piece near the charging port, which was causing charging issues. There was no adverse impact to customer's blood glucose level. Attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.